Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital and loss of capture and sensing was noted on the right atrial lead. A chest x ray confirmed the lead had dislodged. The lead was explanted and replaced.